Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the front panel of the light source was flashing. Based on the results of the investigation, the most probable cause was component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the front panel of the light source was flashing. There was no patient involvement.